Manufacturer narrative:
While this device has gained initial PMA approval, it has not been commercialized, imported or sold in the us and no implantations have been performed as of the date of this report. The implant was explanted. The subject device is part of the voluntary field corrective action initiated for neuro zti on october 14th 2021 (international recall #(B)(4)).

Event description:
The chu reports : "we explanted an oticon implant week 15."the explantation date is estimated on (B)(6) 2024. At this stage, the serial number, the type, the exact date and reason of explantation were not communicated.